Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-01177 for the associated device information. It was reported to boston scientific corporation on february 17, 2022 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the 20mm x 10mm axios stent (the subject of MFR. Report # 3005099803-2022-01177) was successfully deployed; however, during removal of the delivery system, the stent got caught on the delivery system and was stuck in the scope. The stent was removed with delivery system and scope. Then, a 15mm x 10mm axios stent (the subject of this report) was deployed; however, the stent also got caught on the delivery system during removal. The stent was removed with delivery system and scope. A different stent was then used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Report source: medwatch#: (B)(4). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.